Event description:
(B)(4) received a call on 05/12/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 6:50am. Patient's granddaughter called in stating that patient was acting strangely and making statements that did not make sense (lethargic). She tested patient's glucose and received a reading of 143mg/dl with the prodigy meter. Patient's daughter then call medics and upon arrival medics tested patient's glucose with a reading of 40mg/dl. No medications were taken prior to the event. Patient consumed 1 cup of orange juice prior to the medical attention event. Patient's normal glucose reading around the time of the day of the event is 90-100mg/dl. Paramedics were called 5 minutes after the event. Patient was given 1 cup of orange juice while waiting on medics to arrive. Medics arrived 10 minutes after being called. Paramedics administered glucose and orange juice to patient. Patient was not transported to ER. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.

Event description:
This is a supplemental report to initial report 3008789114-2016-00029 to submit investigation results from the manufacturer for the suspect device. See results in "file attachments" section of this report. (B)(4).